Event description:
It was reported that on (B)(6) 2010, percutaneous intervention was performed for restenosis of two unknown bare metal stents placed in the left anterior descending (lad)/1st diagonal arteries and 1st obtuse marginal (om1) artery on (B)(6) 2009. In the lad and 1st diagonal artery, a 3.0x38 non-abbott stent was implanted successfully. A 2.5x12 promus stent was deployed successfully in the om1. Post procedure diagnosis was successful revascularization of in-stent restenosis in both bare metal stents with 0% stenosis and timi-3 flow in both treated lesions. There was no adverse patient effect and no reported significant clinical delay in the procedure. On (B)(6) 2010, the patient was re-admitted to the hospital due to a dialysis catheter infection. There were no cardiac problems noted during this hospitalization. On (B)(6) 2011, the patient was admitted with chest pain and myocardial infarction (mi) was diagnosed. Angiography revealed thrombus within the previously placed non-abbott stent in the lad. There was no issue with the previously placed promus in the om1. Aspiration was performed. The patient developed heart block. Optical coherence tomography (oct) revealed evidence of improved but persistent luminal thrombus. A non-abbott bare metal 3.0x15mm stent was implanted in the lad to treat the thrombus. Repeat oct revealed improved luminal patency and resolution of thrombus. Final angiography revealed timi-3 flow with good stent expansion and no residual dissection or perforation. The patient was discharged (B)(6) 2011.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. On (B)(6) 2011, during cardiology visit and review of (B)(6) pci, the physician noted in the record that the patient may have been told to stop plavix for fistula placement prior to presenting with thrombosis, but this could not be verified. Physician comment indicates the issue in march was due to medication noncompliance. The patient expired on (B)(6) 2011 at an outside facility during dialysis due to cardiovascular accident (cva)/cardiac arrest but the site has no additional information on what caused the cva/cardiac arrest. No additional information was provided. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of death is listed in the promus instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.